Manufacturer narrative:
The reported experience of nuisance air in line alarms could not be investigated as no devices were provided for this investigation. The file was opened for the purpose of documenting a possible event reported by the customer. No further investigation of this event is possible currently. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there is no patient involvement.

Event description:
Nuisance air in line alarms. It was reported during a clinical practice consultant (cpc) site visit that the device was giving nuisance air in line alarms. The two clinicians reviewed troubleshooting techniques, however, were unable to identify the issue and unaware of how to clean the ail sensors. There were no adverse effects caused to any patients from the events.